Manufacturer narrative:
(B)(6). According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
- -

Event description:
Boston scientific received information that three days post implant, this right ventricular lead displayed loss of capture resulting in pacing inhibition. In addition, increased threshold measurements were displayed. An x-ray revealed this lead was dislodged. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).